Manufacturer narrative:
A dräger service technician has examined the device and reported back that the workstation passed a self-test w/o deviations but that the ventilator motor was emitting noise indicating wear-and-tear deterioration. Upon log review of the period in question the reported issue could be confirmed - directly after the user has switched from manual ventilation to volume mode the device posted a ventilator failure alarm that was triggered by an encoder check error. The technician replaced the complete motor assembly including the position detection system. The workstation was tested, found fully compliant to specifications and was returned to use. Root cause for the ventilator failure most likely is wear and tear at the collector disc of the motor which led to partly disrupted electrical contact to the carbon brushes resulting in fluctuations in rotating speed - this meets the reported observation of unusual motor running noise. The supervisor function monitors the motor speed continuously and compares the expected piston position with the one derived by the encoder check. If deviations are detected the device will force a shutdown of automatic ventilation to prevent from damages to the ventilator unit. This is accompanied by a corresponding alarm; manual ventilation as well as the monitoring functions remain available. No patient consequences have occurred and dräger finally concludes that the primus workstation responded as designed upon the malfunction of a single component that became worn after approx. Twelve years of operation. In comparison to the specified lifetime of ten years this can be considered acceptable especially when reflecting that the use model for calculation (5 hours/day & 5 days per week) equals to 13.000 hours in ten years while the operation hours counter for the particular motor indicates that it was run for >17.000 hours - 130% of the specified lifetime. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the users were unable to start automatic ventilation after induction of the patient during which manual ventilation support was used. The device posted a vent fail alarm. Manual ventilation was still available. It was explicitly reported that no consequences to the patient have occurred.